Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not detected on bus and failed to power on. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 3 full height drawer 2 was not detected on bus. A field service engineer installed a new module and drawer control board. Following installation, the pyxis station exhibited unusual behavior after each reboot. The station setup includes three auxiliary cabinets and a pyxis refrigerator. After troubleshooting, a remote power interface was installed; however, the drawer remained undetected on the bus. The boards were replaced again, and the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not detected on bus and failed to power on. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.